Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded by the customer; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set had a collapsed septum. The customer reported that the septum of the y-site closest to the burette chamber was pushed inside of the y-site. This was observed before patient use. There was no patient involvement. No additional information is available.